Event description:
The patient reported the discontinuation of pod use. In an email dated 05 march 2026, the patient stated that the pod ¿messed up my shoulder¿ and reported hospitalization for approximately three months. The patient alleged a potential relationship between the pod and the reported medical event. It is unknown whether the patient was wearing the pod at the time medical attention was sought. The date medical attention was sought, admission date, discharge date, symptoms, diagnosis, treatment, controller messages, and patient activity at the time of the reported event are unavailable. Multiple documented good faith outreach attempts were made to obtain additional information; however, no response was received. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and the shoulder issue. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.